Event description:
It was reported that during a prostate procedure, the "aim beam looked to be coming out of the tip" (forward firing). The procedure was completed with a second fiber. There was ¿no patient injury.¿

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device available for evaluation updated. Device evaluated by manufacturer updated. Product evaluation: failure analysis for fiber (B)(4): the fiber shows a radial fracture distal to fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of metal cap; the metal cap exhibits moderate char; the glass cap exhibits moderate devitrification at the output window. Based on the analysis above, the potential for forward firing may exist. Probable root cause: based on the product analysis results, the product complaint of cap detachment could not be confirmed. A cap fracture was observed; the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which limiting the performance of the fiber.